Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The gas delivery system (gds) was received for failure investigation. Visual inspection of the gds revealed no evidence of damage or contamination. The gds was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation found no failures of the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The flow sensor assembly was replaced to address the reported issue and the issue was resolved.

Event description:
A flow error was reported during periodic maintenance. The device was not in clinical use at the time the issue was discovered.